Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Unknown if the device will be returned following the planned revision surgery.

Event description:
It was reported that the patient will require a revision on her distal femoral component. The surgeon is requesting a non growing distal femur to connect to the current proximal tibial jts.

Manufacturer narrative:
Due to a reported recurrence of distal femur cancer the surgeon requested a custom distal femur replacement implant designed to join to the in situ proximal tibia jts implant. The requested implant was dispatched to the surgeon as requested but was not implanted as the patient was found to have developed a further cancer of the hip. Due to the patients medical condition the revision procedure has been postponed for an undetermined period. It is unknown when or if the revision device, pin 20536, will be used, this will be dependent on patient factors and ongoing treatment. The surgeon has not alleged any failure of the stanmore implants worldwide (siw) implant, the reported issue is disease progression. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no device failure. The exact cause of the event could not be confirmed because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to siw. Further information such as product details, product return, pre- and postoperative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that the patient will require a revision on her distal femoral component. The surgeon is requesting a non growing distal femur to connect to the current proximal tibial jts.